Event description:
The dentist reported that after 1 year and 17 days that the dental implant was installed in intra-oral region #14 (ada system) of the patient, it was verified its non-osseointegration.